Event description:
Analysis indicated the ipg depletion was normal.

Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol). Manufacturing investigation of the plano site indicated no issue found with DHR review. There was no rework or ncmr associated with this event.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the ipg was inoperable. In turn the ipg was explanted and replaced to address the issue.